Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue, due to blockage identified problems that occurred due to an obstruction or blockage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's biopsy channel had foreign material. There was no patient involvement.